Event description:
It was reported that the t: slim x2 pump battery would not charge, and a power source alert was noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer attempted using different charging methods without success, so a replacement tandem cable and wall adapter were sent via two-day shipping, and the customer was advised to rely on multiple daily injections if the battery depleted before receiving the new charging supplies.